Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had an issue with the cannula, as the infusion set cannula was bent within 3 hours of insertion which led to high bg. The cannula was inserted at the abdomen and thighs, and the patient was treated by replacing the infusion set and resumed insulin deliveries successfully.